Event description:
The pt presented to our anticoagulation clinic for his initial visit. The pt had immediately just left the inpatient lab where he had his pt/inr drawn. We currently use the alere inratio point of care pt/inr meter for our fingerstick tests in the clinic. The alere meter read an inr or 3.3, which is slightly supratherapeutic this was in contrast to the critical level reading of >11.4 that was received from our lab. To confirm the results of this reading, we used the coaguchek meter by roche which also gave us a critical level reading of >8. The pt was showing no outward signs or symptoms of bleeding and was sent to the lab for a hgb and hct which were resulted as 18.6/52.9. Patient was instructed to hold warfarin until recheck. Based on the falsely low reading on the alere inratio meter, clinically we would have not altered the pts dose which could have led to a serious and life threatening bleed. Pt had been on warfarin 5mg for approx one month post hospital discharge where he was found to be in afib. The pt had a therapeutic inr upon discharge but failed to f/u for an inr check until (B)(6). Reason for use: inr check for pt with afib on warfarin.